Event description:
It was initially reported that, during a generator replacement procedure, the surgeon was experiencing difficulty removing the generator from the lead. The surgeon backed out the hex screw and then tugged on the lead causing it to fracture. Diagnostics performed prior to the procedure indicated that the device was functioning properly and the impedance was within normal limits; the exact diagnostic results are unk. The pt had a full revision surgery with placement of the lead and generator. The device has been returned to the MFR and is currently undergoing product analysis.